Event description:
A medtronic representative reported that during a cranial biopsy, after registration and testing accurately on check points, the surgeon adjusted the mayfield at the bottom of the table. Following the table adjustment, the medtronic representative noted the passive planar probe, when touched to the top of the head, appeared to be in the brain instead of on the skull. This appeared to be an inaccuracy of approximately 4mm. The surgeon chose to proceed with the biopsy and to stay superficial of his original set depth of the biopsy. A good tumor sample from the biopsy was received. There was no impact to pt outcome.

Manufacturer narrative:
No system archives have been received by the manufacturer for evaluation. Software has not been evaluated as of the date of this report.